Event description:
(B)(6). According to the information received, a catheter had a tip cut off/open/broken. The product was an olive tip catheter in which the tip was missing. Only 1 catheter in the box has this problem.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.